Event description:
It was reported that there was an infection at the pocket site. The patient was treated with antibiotics. All evidence suggests the left ventricular lead remains implanted and in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4). Concomitant products: (B)(4) implantable cardioverter defibrillator implanted: 2013 (B)(6); 407645 implantable pacing lead implanted: 2013 (B)(6); 6947m55 implantable tachycardia lead implanted: 2013 (B)(6).